Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent; further described as ¿morning dialysate became opalescent¿. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the event with vancomycin kabi, 500 mg, (reported as 1 gram for every four days) for one week. Eleven days after onset, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.